Event description:
It was reported that there was pain at the stimulator pocket level. Information was very limited. Additional information reported the pain was present with stimulation both on and off. The pain was not felt while palpating the device. The impedances were noted as ¿perfect¿ no abnormalities. There was no fall or trauma associated with the event. The patient was doing ¿good¿ at the time of report. A repositioning was done and was a success. The event was considered resolved.

Manufacturer narrative:
(B)(4).